Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing coupling issues and was not satisfied with the benefit when using the device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling. The user was experiencing coupling issues and was not satisfied with the benefit when using the device. The user has been re-implanted with a bone conduction implant. This is a final report.

Event description:
The user was experiencing coupling issues and was not satisfied with the benefit when using the device. The user has been re-implanted with a bone conduction implant.